Event description:
It was reported that the patient presented for a lead revision procedure. It was noted that the right ventricular lead exhibited high capture threshold post procedure. The lead was explanted and replaced. The patient was stable.